Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient reported no complications and has not been seen since (B)(6), 2010. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.